Manufacturer narrative:
Date sent to the FDA: 07/22/2020. Additional information was requested, and the following was obtained: what was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery on (B)(6) 2020? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Was there any precipitating stress factor for the breakage of stratafix used on (B)(6)2020? =>the surgeon commented ""when using the stratafix symmetric, vicryl was used for reinforcement. At that time, the stratafix symmetric might have been damaged."" Where (termination, middle, end) did the stratafix suture break? =>no further information is available. Did the surgeon anchor the terminal stitch for stratafix? =>no further information is available. Can you describe the appearance of vicryl suture during 1st reoperation on (B)(6), 2020? =>it is unknown if the vicryl broke. Can you describe the appearance of stratafix and vicryl sutures during reoperation on (B)(6) ? =>no further information is available. Was there any alleged deficiency of vicryl suture to the event occurred after (B)(6), 2020? =>there were no comments about vicryl from the surgeon. Product code and lot number of vicryl suture used for reinforcement on (B)(6)? =>no further information is available. Does the lot number pem673 belong to the stratafix suture placed on (B)(6)or the stratafix used on (B)(6)? =>no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery on (B)(6) 2020? Was the fixation tab intact when the suture was placed in the patient? Was there any precipitating stress factor for the breakage of stratafix used on (B)(6) 2020? Where (termination, middle, end) did the stratafix suture break? Did the surgeon anchor the terminal stitch for stratafix? Can you describe the appearance of vicryl suture during 1st reoperation on (B)(6) 2020? Can you describe the appearance of stratafix and vicryl sutures during reoperation on (B)(6)? Was there any alleged deficiency of vicryl suture to the event occurred after (B)(6) 2020? Product code and lot number of vicryl suture used for reinforcement on (B)(6) and (B)(6)? Does the lot number pem673 belong to the stratafix suture placed on (B)(6) or the stratafix used on (B)(6)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event regarding a post-op breakage of stratafix suture placed on (B)(6) 2020 and removed on (B)(6) 2020 was submitted via 2210968-2020-05359. Event linked to stratafix suture placed on (B)(6) 2020, possible infection outcome and re-operation on (B)(6) 2020 was submitted via 2210968-2020-05360.

Event description:
It was reported that the patient underwent a re-incision of affected site on (B)(6) 2020 due to a small amount of blood came out of the wound after (B)(6) 2020 tka surgery and the suture was used on fascia for reinforcement. There was no problem after that. On (B)(6) 2020, there was a possibility of infection. Because the wound was swollen by the exudate after the operation, infection was suspected. It was reported that only washing was performed during (B)(6) 2020 re-operation. The patient has been discharged from the hospital. As of (B)(6) 2020, the patient is stable. The surgeon opined that the result of the culture test was negative. The surgeon also opined that there may be a large factor in communication with the outside body due to the exudate that appears early after surgery. Additional information has been requested.